Event description:
Pt had PICC placed by a two-nurse team. After placement, pt expressed extreme anxiety. Flushed red, experienced shortness of breath and was gasping. Oxygen given. Symptoms resolved within a few minutes.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the pt. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.